Manufacturer narrative:
Investigation results of needle punctured through the catheter. Visual evaluation of the returned device found the needle had penetrated through the catheter. Additionally, the catheter was kinked at the distal end. Functional evaluation was performed and it was found the needle would not extend out of the sheath. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used in the ampulla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure while treating a bleed in the ampulla, the needle would not advance out of the sheath. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The investigation found that the needle had punctured through the sheath. This is deemed as an MDR reportable event.